Event description:
It was reported a patient enrolled in a clinical study underwent right partial knee arthroplasty on (B)(6) 2008. During post-operative monitoring and testing, patient noted slow stabilization to warfarin which was resolved on (B)(6) 2008. There has been no reported revision procedure to date.

Manufacturer narrative:
This tibial bearing is not 510(k) cleared for use with the cementless high flex partial knee system and does not require medical device reporting per 21 cfr part 803. Please disregard this manufacturer report number.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "cardiovascular disorders including venous thrombosis, pulmonary embolism, and myocardial infarction."